Event description:
The pump was explanted and replaced after an implant duration of 86 months, due to manufacturer's recall. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal insufficent bond of catheter access port.